Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of worn distal tip, which agrees with the reported complaint condition. The distal tip is slightly twisted and significantly worn/stripped. DHR review: the returned device was manufactured in january 2016. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Document/specification review: the t25 stardrive shaft (03.632.002) is a reusable instrument and one of four t25 driver shafts intended to be utilized in final locking tap tightening for the matrix system (03.632.002, 03.632.072, 03.632.400 and 03.632.401). No product design issues or discrepancies were observed during this investigation. Dimensional inspection: a relevant measurement of the damaged distal stardrive tip on the returned device could not be performed at cq due to the post manufacturing damage. Conclusion: a definitive root cause for the post manufacturing damage could not be determined based on the provided information. Because several instruments were damaged during this surgery, it is possible that technique or hard bone contributed. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot part # 03.632.002, synthes lot # h165432, supplier lot # na', release to warehouse date: 09 jan 2016, manufactured by synthes monument, no ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Correction on previous mwr-18122018-0000278930, date was reported as (B)(6) 2018, should be (B)(6) 2018. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Date of event reported as (B)(6) 2018, exact date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in (B)(6) 2018, a patient underwent a spinal fusion surgery using a matrix system. During the procedure one (1) t25 stardrive shaft, standard, one (1) holding sleeve and one (1) t25 stardrive shaft, long were damaged due to the fact that the patient had a hard bone. The patient was not affected by the fact that the two (2) screwdrivers were stripped at the distal end tip and one (1) screwdriver sleeve distal end tip broke at one of the end ring. It is unknown if there was surgical delay. The surgery was completed using similar instruments present in the set. There was no patient consequence. This report is for one (1) t25 stardrive shaft f/matrix standard. This is report 1 of 3 for complaint (B)(4).